Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. Preventive maintenance was done. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "system message displayed" (device displays error message). A nurse reported system messages were received three times and could not be cleared. This event occurred prior to surgery. There was a 10 minute delay while the system was switched out for another. There was no pt impact or cancellations.